Event description:
It was reported that, during a shoulder arthroscopic procedure, the metal electrode of the turbovac wand fell into the articular cavity, it was retrieved through suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case. (B)(4).

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode tip has partially eroded from the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (1,7). Coagulation and plasma were generated with the available electrode pieces. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.